Event description:
It was reported that the patient ended up going into a hot tub or spring pool for about an hour and his therapy ¿worked fine.¿ however, the patient did notice his implant site heated up ¿so there was a little discomfort around the skin¿ and ¿a little tingling.¿ the patient noted that this occurred in (B)(6) 2012, but ¿it worked out fine¿ he just would not do it again. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3391s-40, lot# v259776, implanted: 2011 (B)(6); product type lead product ID 3391s-40, lot# v395403, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).